Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a second degree rectocele repair on (B)(6) 2008 and mesh was implanted. The patient experienced pain, infection, urinary/bowel problems, recurrence, fistulae, bleeding, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03570 and 2210968-2012-03571. The same patient is represented in each medwatch.